Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: unk_mazorx_accy a1-a4). The patient information was not available. A medtronic representative went to the site to perform a system check out and they found that the arm passed an accuracy test, bist test, stress test and 3 point on system. The system functioned as intended. No problems were detected. (B)(4). The exports and logs were returned for clinical analysis and determined that the root cause of the deviations was a platform shift due to a damaged or worn out schanz arm connection. (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the schanz pin was attached to the right psis with the schanz arm. There were no issues with registration and all wires were placed. When the surgeon noticed a skive potential, they took a burr to flatten out the surface since the case was a mini-open. After placing all wires, images were acquired and the whole right side was lateral. The left side seemed good. The right side wires were removed and the patient was reregistered. Again, wires seemed lateral, so the system was pulled off the bed. There was no patient harm and the procedure was delayed less than one hour. Additional information received from a manufacturer representative reported that the case was completed with freehand. The deviation was between 3.5mm to 10mm. The probable cause was suspected to be the pin. It was a 150 mm pin that may have not been seated properly causing a platform shift. The site did however reregister and they saw the same issues.

Manufacturer narrative:
A1-a4: patient information updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2: continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: mas2351, ln: unk medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.